Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patent came in for a routine visit and the patient was admitted after experiencing short-to-shield-like presentation in their log files and requested replacing the external segment of their driveline. Log file submitted revealed a low speed operation alarm on (B)(6) 2019 at 2235 and captured speed drops below the low speed limit (lsl) that occurred while attached to the patient¿s mobile power unit (mpu). The cause of the speed drops below the lsl could be due to a percutaneous lead short to shield. The percutaneous lead x-rays are unremarkable and did not find notable areas of driveline weakness internally nor externally via x-ray images. The patient¿s external drive line segment appears to be in very good physical condition and manipulation of the external segment of his drive line did not reproduce an alarm. On (B)(6) 2019 the patient¿s system controller was exchanged to rule out a short within the controller. On (B)(6) 2019 the patient experienced 3 more short-to-shield-like presentations at 2157 lasting 1 second, at 2201 lasting 7 seconds and at 2255 lasting 1 minute and 7 seconds. The patient was admitted on a non- grounded cable. On (B)(6) 2019 the patient had a distal end percutaneous lead (drive line) repair however pump alarms returned shortly following the procedure indicating the wire short is internal. On (B)(6) 2019 the patient underwent a pump exchange and the explanted pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline wire fatigue was confirmed through the evaluation of the returned pump. The submitted log files showed a decrease in pump speed below the low speed limit on (B)(6) 2019 from 10:35:11 pm to 10:35:16 pm with the lowest recorded speed measuring 2660 rpm. Additionally, multiple decreases in pump speed below the low speed limit were recorded on (B)(6) 2019 between 9:57:20 pm to 10:56:14 pm, with the lowest recorded speed measuring 2160 rpm. No full pump stop was recorded. All of the captured events occurred while operating on the power module. The pump was returned assembled with the driveline severed in 3 spots, approximately 3.5¿, 7.5¿, and 15¿ from the pump housing. A distal segment measuring approximately 23¿ was returned separately on work order 76974. The sealed inflow and outflow graft conduits were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Visual examination of the driveline did not reveal any damage to the silicone jacket that was not associated with the areas where the driveline was severed. Visual inspection of the braided shield showed some wear approximately 11¿-12¿ from the pump housing. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed damage to the insulation of the yellow wire and brown wire approximately 12¿ from the pump housing, exposing the inner conductors. The remainder of driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The breaches in the insulation of the yellow wire and brown wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead. If the exposed conductors contacted the braided shield while the system was operating on a tethered power source, such as the power module, the resulting short could have contributed to the confirmed low speed events. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.